Event description:
This device was returned without oos documentation from an unknown source. There are no complaints associated with the device. The device is at eri indication. Jan 23, 2008 - confirmed that the patient expired in 2007, but could not find any information about the circumstances.